Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that during an attempted lead implant, the physician could not extend the helix of the right atrial lead. The lead was removed. No patient complications have been reported as a result of this event.